Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Revised femoral stem and sleeve due to severely undersized initial femoral components. This lead to instability of the stem, movement in the femoral canal, bone loss and subsidence of stem shortening the leg.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.